Event description:
(B)(4) received a call on 01/24/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 11pm. Patient's wife (B)(6) called in stating that patient blood glucose tested higher than normal and was unable to get up from a nap. Patient was experiencing symptoms of fatigue and could not speak clearly. The reading on the prodigy meter at the time of the event was 528mg/dl. Patient's normal blood glucose reading at the time of day of the event is 130mg/dl. Paramedics were called 30 minutes after testing with the prodigy meter. Paramedics arrived 10-15 minutes after being called. Approximately 30-45 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics tested patient's glucose with their meter but only stated that the results were low. Patient was tramsported to ER by paramedics. Upon arrival at ER patient's blood glucose was not registering because it was too low. Patient's glucose upon discharge was 130mg/dl. It was unknown what treatmnet patient received at ER.